Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a non calcified lesion in the left anterior descending (lad) coronary artery. During use of the 3.50x12 mm nc trek balloon dilatation catheter (bdc), the balloon would not deflate after 1 inflation to 10-12 atmospheres. Negative pressure was held for 5-10 seconds. A syringe was used to attempt to deflate the balloon and after several attempts, the balloon finally partially deflated. The guiding catheter, which was already in the patient, was advanced and able to pull in the partially deflated balloon and both were removed together. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.